Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please provide the lot number of the second batch involved in this event: to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via 2210968-2024-05430 2210968-2024-05431 2210968-2024-05432

Event description:
It was reported that patient underwent an unknown procedure on an unknown date in 2024, and suture was used. Two batches of prolene sutures kept breaking during surgery when two different surgeons used it to tie knots. The thread broke at least three times. There was no patient consequence. Additional information has been requested.